Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this device recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. This device was replaced and is not expected to be returned as it was disposed. No additional adverse patient effects were reported.